Event description:
Customer confirmed the event occurred prior to an unknown diagnostic procedure. The procedure was used with a similar device. There was no delay or impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Customer confirmed that prior to any maintenance, the endoscope is cleaned and disinfected according to the recommendations for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. -gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the nozzle of the insuflation channel being clogged by a solid black material, additional findings were as follows: bending section cover glue was worn; distal end insulation and insertion tube insulation near threshold values; light guide lenses were chipped; insertion tube was wrinkled; bending angulations was out of standard values; and plug unit was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a defective air channel. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there were problems related to reprocessing. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.